Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that they are having an issue every once in a while with his sensor where he will drop low and pump will still be reading he is in 100mg/dl range and blood glucose may be in 40mg/dl or 50mg/dl range. Customer woke up this morning and blood glucose was 58mg/dl. He ate something and drank coffee and went back to bed and now blood glucose is 250mg/dl but it will go back down. He stated that caffeine really raises blood glucose readings. Patient's current blood glucose is 250 mg/dl. The customer declined troubleshooting for high and low blood glucose levels. The customer then called back again and reported that sensors are not lasting the 7 days more like 3-4 days and calibration is waking him up in the middle of the night sensors keep on updating on him and are not in close range with his blood glucose. He informed that he checked this morning and blood glucose was 208mg/dl and sensor was 111mg/dl. The insulin pump will not be returned for analysis.